Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported bilateral rupture confirmed by MRI and mammogram. This complaint captures the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive (shell thickness within specification) additional observations: observed stress marks on the device.

Event description:
Device has been explanted.